Manufacturer narrative:
Continuation of concomitant products: dtmb1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance with short v-v intervals. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.